Event description:
It was reported that the pt came to the clinic for a mapping appointment. She pointed out to the audiologist that her hearing performance had worsened since (B)(6) 2012. She was also recovering from a strong chest infection. The pt reported that she has not had any accidents, but the area around the implant site felt "different". The audiologist called for help as soon as she detected multiple hi electrodes as well as a short-circuit.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.